Manufacturer narrative:
The lens was found stuck inside at the top of the injector tip. Lens was cracked. The slider was fully advanced and the rod was advanced partially. Trace lubricant was found inside the injector tip and on the lens. No abnormalities were found in production and inspection records of the prod. New lens (same configuration: +17.00d) was re-installed inside the rec'd cartridge and released but the lens came out without any problems. The dye test result shows the injector tip was properly coated. This complaint investigation has not been closed. (B)(4).

Event description:
The lens would not advance through the injector when doctor tried to implant the lens into the pts eye. The lens did touch the eye but was not implanted.